Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose level via bolus delivery. Customer advised they did not receive insulin and wanted replacement reservoirs. Customer declined to troubleshoot for high blood glucose levels and advised they would give themselves a manual injection if their blood glucose remained high. Customer advised they would follow up with their healthcare provider and figure out what was needed to get replacement reservoirs.